Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the middle teeth on the cutting end of the blade were broken. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee procedure the blade broke at the cutting end. It was also reported that an x-ray was taken to ensure no broken pieces were left inside to the pt. It was further reported that the procedure was delayed by approx 20 mins.